Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt/check belt messages) has been confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the pulse test failure was isolated to pca connectors, j1002aa, j1003aa and j1000. Oxidation build-up on the connectors increased the resistance, causing the pulse test failure. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported adjust belt/check belt messages.